Event description:
It was reported that due to patient physiology, there was "extracardiac stimulation". The "lv output" was decreased. The device remains in place. It was further reported that the lead polarity was reprogrammed. No patient complications have been reported as a result of this event.

Event description:
It was reported that due to patient physiology, there was "extracardiac stimulation". The "lv output" was decreased. The device remains in place. No further patient complications have been reported as a result of this event.

Event description:
It was reported that due to patient physiology, there was "extracardiac stimulation". The "lv output" was decreased and the lead remains in use. It was further reported that the lead polarity was reprogrammed. It was also reported that despite a known clinical performance issue specifically peripheral interface (pi) and extracardiac stimulation, lead use continued based on medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that due to patient physiology, there was "extracardiac stimulation". The "lv output" was decreased. The device remains in place. It was further reported that the lead polarity was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.